Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that no video was displayed during a diagnostic colonoscopy procedure involving an olympus colonovideoscope while the patient was under sedation. The intended procedure was completed using similar device. There was no patient injury reported.